Event description:
Procedure type: lap chole. According to the reporter: blue tip broke off in the abdominal wall of the pt. Piece was recovered. Delay in operating room 5 minutes. No other info provided. The incision was extended in order to retrieved the component. No pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).